Manufacturer narrative:
Novocure opinion is that contribution of the array placement to wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient include: underlying cancer disease wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 43-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On june 03, 2024, novocure was informed that on (B)(6) 2024, the patient was scheduled to have surgery due to poor closure of the cranial cavity since the previous unspecified surgery. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
On september 10, 2024, novocure received additional information from the patient that on (B)(6) 2024, she was hospitalized due to cerebrospinal fluid leakage at the surgical resection site. Optune gio therapy was temporarily discontinued. Cerebrospinal fluid leakage is an expected event with optune gio device use (ef-11 1% and 0% ef-14 optune arm).